Event description:
It was reported the right ventricular lead was undersensing the atrial flutter arrhythmia . The lead's response to sensing was reprogrammed to inhibited. The lead remains implanted. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).